Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the initial implant procedure and the secondary endovascular procedure. Procedure related harms and final patient disposition could not be ascertained, however there have been no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 month follow-up CT showed the presence of a type ia endoleak. A re-intervention was performed where a palmaz balloon expandable stent was implanted at the level of the seal zone; however, the endoleak was not resolved. The patient is reported as stable following the re-intervention. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.